Manufacturer narrative:
Evaluation summary: (B)(4): the device was returned and analyzed and no anomalies were found. Analysis of the leads is in process; the results will be forwarded when available. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
Evaluation summary: (B)(4): the device was returned and analyzed and no anomalies were found. (B)(4): the proximal segment of the lead was returned and analyzed and no anomalies were found. It was noted that all the conductors were distorted and stretched, the inner insulation was pulled apart due to overstress, and the outer insulation had cosmetic depression. In addition, there was apparent explant damage. (B)(4): the proximal segment of the lead was returned and analyzed and no anomalies were found. It was noted that the proximal conductor was distorted, the outer insulation had a cosmetic cut, and there was apparent explant damage. (B)(4): the proximal segment of the lead was returned and analyzed and no anomalies were found. It was noted the distal conductor was stretched, the outer insulation had cosmetic depression, and there was apparent explant damage. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
A cardiac resynchronization therapy defibrillator (crt-d) and three leads were returned from a competitor with no information. Information identified in the manufacture's data base indicated the patient died approximately eleven months post the implant of the crt-d and one lead. Cause of death was requested and not received.